Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens was exchanged in a secondary procedure because it was too small. A different model iol was used. Additional information was requested.